Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The returned faradrive sheath was able to successfully pass leak and aspiration testing. The sheath's handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No outer abnormalities were noted on the integrity of the flush lumen and external hemostatic valve. The internal hemostatic valve had small tears by the center slit. This type of defect can compromise the valve's ability to seal fluid and pressure within the sheath. However, the damage was not significant enough as the sheath was able to pass leak and aspiration testing.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, air was aspirated when the dilator and guidewire were removed and suction was applied, as well as when suction was applied after inserting the farawave catheter. Regardless of repeated aspiration attempts, air continued to appear. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, air was aspirated when the dilator and guidewire were removed and suction was applied, as well as when suction was applied after inserting the farawave catheter. Regardless of repeated aspiration attempts, air continued to appear. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.